Event description:
During a routine shift check by a clinician, the user received an unintended delivery of energy when apex discharge button was pressed. Complainant indicated that there was no adverse effect to the clinician as a result of the reported malfunction. The clinician did not require any medical treatment or had any lingering after affects as a result of receiving the unintended delivery of energy. In addition, the clinician did not require any time off from work as a result of the event. Complainant indicated that there was no patient involvement in the reported malfunction.